Manufacturer narrative:
This information was not provided during the initial report. Additional information has been requested. The investigation could not be completed, as no product was returned. A device history record review has been requested.

Event description:
Patient experienced a catastrophic fall after femoral fracture fixation. An x-ray revealed a broken plate. Surgeon removed the hardware and revised to another plate. Surgeon noted patient had been doing well with the implant before the fall.